Event description:
Patient started alarming asystole despite having a real rhythm at a rate in the 60's. Biomedical engineering contacted who changed lead placements without change. Removed patient from the secondary alarm notification system (sans) to prevent alarm fatigue and implemented tele tech to monitor central monitoring station.biomed follow-up: the issue was the amplitude from the qrs complex was not enough to give a rate, which caused a false alarm. Ge has no definitive fix for the issue. The best fix so far is to use the ge pacer lead configuration, to scrub the skin with a 4x4, use signa gel and the pacer lead config, and check patients every day on alarms.